Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, and exchange from textured to smooth due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, and exchange from textured to smooth due to the patients concerns with the product. Physician later reported "rupture while performing capsulectomy", deemed not device related. Record is for right side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, and exchange from textured to smooth due to the patients concerns with the product. Physician later reported "rupture while performing capsulectomy", deemed not device related. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.